Manufacturer narrative:
Continuation: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited premature battery depletion. It was noted that stimulation had been previously observed and the left ventricular (lv) lead threshold had been lowered. The crt-p was explanted and replaced and the left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 94.07% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.